Manufacturer narrative:
The reported event of detached header was confirmed in the laboratory. The device¿s header was found to be detached from the device upon receipt in the laboratory. Tool marks were observed on both the header and the device can near the header. The cause of the reported event appeared consistent with procedure-related damage.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was explanted electively. During explant, it was reported that the header of the device had detached. The device was successfully explanted and the patient was stable following the procedure. There were no adverse consequences.